Event description:
Stapler reload is not fit well into head, but eventually seated. When fired, the blade did not come down fully. Stapler was reversed and the blade then fired. No harm to pt. Stapler not used again and new one opened.